Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5089898 file 1501292.pdf].

Event description:
It was reported via medwatch report, "retained PICC line fragment in right ventricle of heart. Patient taken to interventional radiology for image guided retrieval of foreign body."